Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was incorrect by one hour due to local time change. Customer corrected pump time to address the issue. Customer's blood glucose was between 250-300mg/dl.